Manufacturer narrative:
On an unknown date, reported as ¿recent days¿, the patient developed peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date(s), the patient experienced an unspecified bacterial infection which led to the peritonitis (no further detail was provided) and the patient began treatment for the peritonitis with an unspecified drug, intraperitoneally (dose and frequency were not reported). At the time of this report, the peritonitis was not resolved and the patient was not recovered from the event. No further detail was provided regarding whether the patient was hospitalized for the event or if dianeal therapy was ongoing. No additional information is available.